Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital, that a patient underwent an initial hip replacement procedure. Subsequently, during implantation the bi-polar head luxated from the shell. Another, same size implant was used to complete the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, h2, h3, h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. No product problem found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital, that a patient underwent an initial hip replacement procedure . Subsequently, during implantation the bi-polar head luxated from the shell. Another, same size implant was used to complete the procedure.